Event description:
A ppi regional sales manager was informed on 10/2/02 by an attorney for the medical facility (clinic) that a pentax endoscope was involved in an adverse event the outcome of which a patient required a colon resection. An attorney representing the clinic has supplied the information below: two patients underwent a colonoscopy procedure and had "adverse reactions"; one of the two patients had a severe reaction to "some thing" and this one patient ultimately required a colon resection. One day later, another patient had a reaction (no surgery required) as a result of a colonoscopy procedure. The colonoscope involved was a ppic "loaner" instrument on loan to the facility while their device was being serviced. The facility suspects that the endoscope may have "leaked" glutaraldehyde into the patient(s).